Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported bleeding could not be conclusively determined through this evaluation. The patient remains ongoing on (B)(6) with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including bleeding. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2025 for lupus nephritis and they were placed on steroids. The patient also had hematemesis and anemia and underwent esophagogastroduodenoscopy (egd) on (B)(6) 2025 with no findings. The patient was given 1 unit of packed red blood cells (prbcs). They were discharged home. The ventricular assist device (vad) was functioning as intended throughout.